Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 4.00mm stent delivery system was returned for analysis. A visual examination found stent struts on the distal end were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18jan2021. It was reported that crossing difficulties were encountered. The 90% stenosed,4mmx16mm targt lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 16 x 4.00 promus premier drug-eluting stent was advanced for treatment but could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a stent damage.